Event description:
On 02/26/2024, infutronix received a report that a pump had a 'up occlusion sensor- constant nuisance alarm" issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
The complaint is being reopened for pump evaluation. Analysis of the returned device was completed on 4/17/2024. The pump was tested with the testing protocol for upstream occlusion. The pump's event log was pulled as part of the investigation and upon review, it was noted that there 90 counts of the upstream occlusion code in the event log, as reported by the end user, which can be seen below by the "e04" alarm code in the event log. It was noted that there was also an abrupt power off found in the event log, highlighted by a "log_event_on" code without a "log_event_off" code before it, meaning the pump powered off on its own. A 10 ml infusion was ran on the pump instead of a 100 ml infusion due to the end user's current library. The infusion was ran at the parameters of 10 ml for 0.8 ml per hour. The infusion successfully completed and the pump was able to alarm when the line was clamped and did not provide any false alarms. Upon further investigation, there were no loose connections or components inside the device. Review of the pump's event log confirmed the reported issue, but it was not duplicated during testing. Two capas had been opened in order to fully investigate and address the root causes of the reported event. Reference: complaint # (B)(4).

Event description:
On 4/17/2024, an investigation was performed on the device and it was discovered in the device's event log that an abrupt power off had occurred during therapy, causing a loss of infusion parameters and a delay in therapy. The abrupt power off is a reportable event, different from the original alleged reported issue. This was not reportable until the investigation finding.